Manufacturer narrative:
(B)(4). This complaint for system error (se) 2240 (air in set) was confirmed. As per the complaint, the patient disconnected during therapy. The cause was determined to be use error . A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A nurse contacted baxter's technical service centre regarding a system error alarm 2240 (air in line) displayed on the homechoice (hc) unit. The alarm occurred during therapy, when the patient disconnected to use the restroom. The nurse stated that she pressed stop prior to disconnecting, and the unit alarmed. The tsr explained the alarm to the nurse, and instructed her to ensure the patient presses stop, and does not disconnect until the words stopped, dwell, fill or drain appear on the display. The patient will also be instructed to contact the technical service centre for assistance if any additional alarms occur. There was patient involvement, with no associated patient injury or medical intervention.